Event description:
Patient called alleging low readings on the lfs meter, patient obtained readings in the low teens to the low 40's. Patient did not experience any symptoms at the time of testing. Patient contacted md for medical advice. Greater than 30 minutes later, patient tested on the hcp's meter and obtained a reading of 151 mg/dl. Treatment was documented as "other". Patient has not been cleaning the meter according to the owner's booklet. Patient does not have a check strip. Test strips are in good condition and are not expired. Control solution is not expired. Control solution test failed twice. Based on the information provided, this case is being reported as a malfunction, since control solution failed.